Event description:
It was reported that the patient had a suspected thrombus in their heartmate ii pump. The patient had a slightly subtherapeutic international normalized ratio and intermittent power elevations as well as shortness of breath, fluid overload, and liver enzyme elevation. A computerized tomography (CT) scan showed no abnormalities. The patient had a recent pump exchange on (B)(6) 2021. The site performed a heartmate ii to heartmate 3 pump exchange on (B)(6) 2021. Inotropes were initiated and the patient required right ventricular support with a non-abbott right ventricular assist device (rvad) as well as ventilation and continuous renal replacement therapy (crrt). The patient ultimately passed away after the pump exchange. The death was not considered to be device related and the device operated as expected. Heartmate 3 MFR #: 2916596-2022-00031.

Manufacturer narrative:
The patient's pump exchange on (B)(6) 2021 is reported under MFR #: 2916596-2021-05431. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
The patient's pump exchange on (B)(6) 2021 is reported under MFR #: 2916596-2021-05431. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a suspected thrombus in their heartmate ii pump. The patient had a slightly subtherapeutic international normalized ratio and intermittent power elevations as well as shortness of breath, fluid overload, and liver enzyme elevation. A computerized tomography (CT) scan showed no abnormalities. The patient had a recent pump exchange on (B)(6) 2021. The site performed a heartmate ii to heartmate 3 pump exchange on (B)(6) 2021. Inotropes were initiated and the patient required right ventricular support with a non-abbott right ventricular assist device (rvad) as well as ventilation and continuous renal replacement therapy (crrt). The patient ultimately passed away after the pump exchange. The death was not considered to be device related and the device operated as expected. Heartmate 3 MFR #: 2916596-2022-00031.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of pump thrombosis. A direct relationship between the device and the reported fluid overload and liver enzyme elevation could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 10 inches from the pump housing and the distal portion was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump. The sealed outflow graft was returned cut approximately 1 inch from the graft attachment. The distal portion of the outflow graft was not returned. The outflow graft bend relief was returned cut in the same location as the outflow graft and the distal portion of the bend relief was returned. A bend relief collar was present and secured with green suture. The outlet elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the rotor revealed a red, tissue-like thrombus adhered between the blades on the body of the rotor. The thrombus showed signs on denaturation suggesting that the thrombus was present for an undetermined period of time. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Although a root cause for the development of this thrombus could not conclusively be determined through this evaluation, the observed thrombus suggest that the observed thrombus was present during patient support and would have contributed to the elevated pump power. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed thrombus, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.